Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, an end-tone alarm was received, but the tissue did not coagulate. Another device of the same type was used to continue the procedure. No patient injury resulted from this issue.

Manufacturer narrative:
Evaluation summary: one (B)(4) was received for evaluation. Initial visual inspection found no defects. The customer reported that the device did not activate. The reported condition was confirmed in memory. The customer reported that when the device was plugged into ls10 generator and the sealing button was pressed, there was no activation. The reported condition was confirmed in memory. A review of the rfid logs taken from the device show an invalid timestamp was calculated when the device was first plugged into the ls10 generator. This timestamp prevented the device from activating when plugged into the client¿s generator. Functional testing with a medtronic ls10 test generator confirmed that there are no defects with disposable apart from the invalid timestamp. The investigation identified the root cause of the reported event to be the ls10 generator writing an invalid time stamp to the rfid chip in the (B)(4) . On (B)(4) 2017 investigation received new information that the device could not seal. The new reported information could not be confirmed. The device was disposed of and further testing on the device could not be performed. If information is provided in the future, a supplemental report will be issued.